Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 device not returned. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Could you please clarify if the patient suffered from any signs or consequences due to the issue? Please provide more information. Contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. No product available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2023 and a suture was used. At 10:40 am , during the surgery, the surgeon was suturing the patient's skin, but during the third stitch, the problem of pulling off suture needle happened . Changed another one to complete the surgery. Additional information has been requested.